Event description:
The facility reported that a patient had severe skin reactions from radiotherapy and was admitted to intensive care unit. It was observed that the patient's plan was contoured such that tumor targets were near (2-4mm) skin level. No skin avoidance sensitive structure was contoured. The dose images indicated dose at skin level was approximately 4,000-7,000cgy. The dose was accurately shown in the treatment planning system and was approved by the user prior to administration of radiation therapy.

Manufacturer narrative:
Tomotherapy requested copies of the patient's plans and subsequently conducted a review of the plans. The review included the patient's cumulative and planned fraction dose, prescription information, target tumor and region-at-risk contours, dose volume histogram and dose image. It was observed that the patient's plan was contoured such that tumor targets were near (2-4mm) skin level. No skin avoidance sensitive structure (i.e. Rind) was contoured. The dose images indicated dose at skin level was approximately 4,000-7,000cgy. Skin injury from megavoltage radiotherapy is an established complication. For 10 x 10cm fields, clinical skin injury will be expected to occur for 5% of patient's within 5 years at 5,500cgy, and 50% incidence within 5 yrs at 7,000cgy. (Lee n, chuang c et al. Skin toxicity due to intensity-modulated radiotherapy for head-and-neck carcinoma. International journal of radiation oncology 'biology' physics 1 july 2002 (vol. 53, issue 3, pages 630-637)). Given the prescribed dose, treatment volume and treatment fraction schedule, severe skin reaction from radiotherapy would not be unexpected. In addition, tomotherapy reviewed the exit detector data from the patient treatments, there were no signs of malfunction.